Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system displayed a check right ventricular (rv) lead message and review of a couple episodes was requested. This patient has a boston scientific implantable device and right ventricular (rv) lead with a competitive atrial lead and left ventricular (lv) lead. The caller stated there was a tachycardia event and questioned why there was lv and ventricular tachycardia response (vtr) pacing only. Additionally, the rv pacing percentage seemed high and shock impedance measurements had been increasing. A boston scientific technical services consultant confirmed that vtr pacing is always bi-ventricular and stated that the rv pacing is counted incorrectly in lv only, but it is not really pacing that much. The consultant reviewed the rate count report and explained the device uses an incorrect formula to calculate the rv pacing. The patient has no va conduction and post ventricular atrial refractory period (pvarp) and atrial ventricular delay (avd) were reprogrammed, and biventricular trigger was programmed off during this check. Lastly, the caller wanted to discuss a separate issue as atrial noise, oversensing and inappropriately atrial tachycardia response (atr) events had been stored. There were nine atrial high-rate episodes (ahre) which appeared to be oversensing or electromagnetic interference (emi) and atrial capture was in question in one event. There were four ventricular high-rate episodes (vhre) with no rv oversensing observed. A myopotential test was performed and oversensing was observed on the atrial channel and the ventricular electrogram channel; however, there were no markers observed on the rv channel. The automatic gain control (agc) was decreased to 0.5mv and testing revealed no atrial oversensing at the less sensitive value. The caller suspected that there was a sinus tachycardia which went into a junctional tachycardia. All of the tests produced good results with impedance, sensing and threshold values appropriate with all three leads. A boston scientific technical services consultant discussed and documented all of the reported clinical observations. No adverse patient effects were reported.